Manufacturer narrative:
(B)(4).

Event description:
The consumer reported seeing icons from their programmer. The icons of a "triangle w-!", a telephone with wavy lines, and doctor's face <(>&<)> end of service (eos) were seen. It was reported that the patient was not receiving therapy. An elective replacement indicator (eri) was reported on a non-rechargeable implantable neurostimulator (ins). There was an allegation/dissatisfaction with the ins longevity. The patient reported that it was strange that the battery would already be worn out. A symptom of pain was reported in the neck. The patient's neck had been hurting so bad that they were in the hospital. Relevant medical history includes non-malignant pain. No cause, outcome, or interventions were reported in regards to this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the consumer's health care professional (hcp) reported no troubleshooting was done as the consumer did not bring his programmer to the appointment, no diagnostics were done, and the hcp put the consumer in touch with a manufacturer representative. The cause was questioned to possibly be premature battery failure, as the consumer noted his programmer showed an error message that the battery was dead. The issue had not been resolved. Further information received from a manufacture representative reported the battery was completely depleted and could not be interrogated. The representative reported the consumer was upset by the depletion rate. If additional information is received, a supplemental report will be submitted.

Event description:
Additional information from the manufacturer representative reported that no troubleshooting was possible and that no actions/interventions were taken. If additional information is received, a supplemental report will be submitted.